Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, severe central aortic regurgitation was observed with hemodynamic instability and positive blood cultures. Additionally, leaflet thickening was also observed. Subsequently, the patient was hospitalized and an unknown intervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, severe central aortic regurgitation was observed with hemodynamic instability and positive blood cultures. Additionally, leaflet thickening was also observed. Subsequently, the patient was hospitalized and an unknown intervention was performed. Additional information was received indicating that the patient was placed on empiric antibiotics for the suspected endocarditis. The patient returned later with a staphylococcus infection and intravenous antibiotics were administered. Per the physician, a degenerated valve leaflet was observed which could have been a sequela of the endocarditis versus degeneration of the valve over time. Of note, the eccentric aortic regurgitation was determined to be mild to moderate at one point, but later described as "at least moderate". A valve-in-valve procedure was performed, during which the baseline central aortic regurgitation was described as severe.